Manufacturer narrative:
The device was returned to the MFR for eval. Based on the investigation details, there was corrosion and melt points in the charger, most likely due to the account placing wet batteries in the charger. The instructions for use supplied with the device states to place cool, dry batteries in the charger.

Event description:
It was reported that the battery charger melted four batteries while charging. There was no pt involvement and no allegation of adverse consequences associated with this event.